Event description:
Surgeon was using 5.5 full radius to cut bone. While cutting the surgeon observed shavings deposited into joints. Surgeon flushed joint extensively, but is not sure that all shavings were removed.